Manufacturer narrative:
Additional information: event or problem.

Event description:
Additional information received that the right ventricular lead was capped and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing were observed on the right atrial and right ventricular lead. Lead revision was attempted but the physician was unable to access the leads. Future lead revision is anticipated. The patient was stable. Related manufacturer report number: 2017865-2020-01479.